Manufacturer narrative:
(B)(4). Batch # m54854. The analysis found that the pse60a device was received in good visual condition and with an ecr60b cartridge reload present. The returned reload was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy, the removing force of the cartridge from the device was much higher than expected after the third firing on the colon. The cartridge was blue. Eventually, the cartridge was removed forcibly but the cartridge pan came off and it was left in the jaw. Another device was used to complete the case without problem. There were no adverse consequences to the patient.